Manufacturer narrative:
On 04-june-2018 an initial report was sent under the following MFR number: 3012307300-2018-02044. The portex tracheostomy tube mentioned in the initial report was eventually returned to the manufacturer for device evaluation. The device evaluation results were then sent in a follow up report with the following different MFR number: 3012307300-2018-70382. The follow up report for device evaluation should have originally been submitted under MFR number: 3012307300-2018-02044. This correction report is being submitted to reflect this. The device evaluation results that were previously captured under MFR number 3012307300-2018-70382, are shown below. Device evaluation results: one suctionaid tracheostomy 8.0mm soft seal cuff 10/ca was returned. The device was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. It was observed that the connector of the suction line detached from the tube. Physical testing revealed that excessive handling by the user caused the detachment of the tube and the suction connector of the suction line.

Event description:
Information was received that the portex tracheostomy tube had an inflation tube that could not connect to the inflation tube during use. No reported adverse effects.